Event description:
The nurse reported to our sale rep that he was observing a surgery procedure. During this he observed that there has been a failure at the distal locking. Neither oblong hole statically nor circular hole (statically) could be locked. There was a delay of 20 min. The problem could not be resolved. It was a freehand interlocking at the end.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.